Event description:
Caller reported advantage blood glucose results of 280 mg/dl and 131 mg/dl within 10 minutes. Reported a second, separate comparison of blood glucose results of 80 mg/dl and 286 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.